Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and guidant transvenous defibrillation lead were removed from service due to high threshold and low impedance measurements. The patient had received an inappropriate shock. The patient with this device has twiddler's syndrome.